Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The speaker was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit started to make a static noise. The case was able to be completed, despite the noise. There was no reported patient injury. Following the case, the hospital biomed cycled power and the noise disappeared. During setup of the machine for the following case, prior to patient connection, the noise was noticed again. The unit was removed from service.